Manufacturer narrative:
Investigation results of smiths medical cadd-solis vip 2120, revealed the complaint of speaker volume low was a result of rear piezo had shorted. The device was reported in good physical condition with damaged lens. When the keypads were removed, it was noted a taper seal was missing. The event log on device did not substantiate the complaint of low speaker volume, as this would not show malfunction on log. When duplicating and assessing volume it revealed rear piezo shorted but not known who caused event. Once repaired the device passed all functional and delivery testing.

Event description:
Information received cadd-solis vip pump speaker volume is low. This would impede on not hearing alarm that may cause harm if not attended to. Additional information received on october 10th, 2019 no patient involvement in event.